Event description:
During the procedure, the surgeon delivered sutures, then removed the device from the abdomen. After doing so, the device wouldn't release the load so another suture could be used. Another device was obtained and used without difficulty. It is unknown if the new device was of the same or different lot. There were no adverse affects to the patient.